Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy has been restored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external device and has not received stimulation since undergoing hip replacement surgery on (B)(6) 2017. The issue was confirmed by a sjm representative. Surgical intervention may be pending to address this issue.